Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: the black box showed partially discharged batteries were installed leading to replace battery alarms and low battery warnings. Unrelated to the original complaint the battery compartment was cracked above and below the bumper pad. The battery compartment threads were stripped. The battery cap was not returned for inspection. No moisture/corrosion was observed in the battery compartment. A test battery cap was able to attach to the pump and power it on. Current draws measured within specifications. The pump cover was; no evidence of moisture or loose components was found inside the pump. A "battery life" issue was not duplicated during testing.